Event description:
Complainant alleged that the medics were attempting to treat a patient (age unknown) whose level of consciousness was rapidly diminishing; the patient eventually went into a cardiac arrest condition. The medics applied a set of stat pads multi-function electrodes (part number 8900-4000, lot number unknown) to the patient, but the device displayed a "poor pad contact" message. The medics reported that the device displayed the same message in both "defib" and "pacing" modes. En route to the hospital the device displayed a patient rhythm of asystole and the medics "treated the patient accordingly". The complainant indicated that the paitent was "eventually pronounced dead". In addition, the complainant indicated that the used electrodes would not be returned to zoll for evaluation, as they were inadvertently discarded subsequent to the event.